Event description:
A pt reported they were in the ICU due to their one touch basic meter reading inaccurately erratic. The result on their meter was "49, 100 and 139 mg/dl". The result on the lab test was "1040 mg/dl". The time difference between pt's meter and lab was unknown. Treatment was unknown. No further information has been reported.